Event description:
On (B)(6) 2025, the patient underwent an MRI. Prior to the scan, the nurse practitioner (np) interrogated the patient's device and successfully placed it in MRI mode, as confirmed on both the tablet and in pdms. Following completion of the MRI, the np attempted to interrogate the rns (sn (B)(6)) but was unable to establish a signal. This was verified using a second tablet. Attempts to reinstall the firmware were unsuccessful. The device battery measured 3.04 volts. Npce confirmed that the recommended MRI protocol was followed.

Manufacturer narrative:
(B)(4) investigation of the returned device was performed. This device stopped responding to telemetry after being exposed to an MRI procedure. Most probably, this device circuit state was upset, or latched up, by the voltages induced on the device leads by the MRI. The circuit state was non-functional and consumed enough battery current to deplete the battery. Device sessions were reviewed and found to be unremarkable.